Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that from the initial use of the device, a regrasp alarm was heard. The device was connected to another generator and the same issue occurred. This caused the surgery to be extended by approx one hour. Another device was used to complete the procedure without incident. There was no pt injury.